Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call change sensor alarm and other sensor issues. Customer's blood glucose level was 13.5 mmol/l. Customer advised the insulin pump suspended several times during the night and the change sensor alarm occurred during the day. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.